Manufacturer narrative:
The customer returned contour next test strips from a different lot, i.e. Lot # 8jpef12a. The in-house contour xt meter was tested with the returned and in-house contour next test strips from lot # 8jpef12a and in-house contour next test strips from lot # 8kpeg08a. All results were within specifications. A device history record for the contour next test strips lot # 8kpeg08a was reviewed. There were no issues or abnormalities during the manufacturing of the test strips.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's age and weight were not provided. The model # was not provided.

Event description:
A (B)(6) customer reported that she measured her blood glucose in a warehouse and obtained a reading of 199 mg/dl on a contour xt meter. She injected herself with 2 units of insulin. 10 minutes later, the customer felt hypoglycemic and collapsed. Other people in the warehouse helped her and she took 4 units of grape juice and glucose. After stabilizing her glucose levels, she reran the test and obtained a reading of 63 mg/dl. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.